Event description:
Customer reports back to back testing to a lab while using the inform sys with results of: 327 mg/dl on the meter and 105 mg/dl at the lab. 286 mg/dl on the meter and 56 mg/dl on the dade analyzer. Qcs were run and in range. Pt rec'd dextrose solution; interval and amount was not provided. Pt is recovering; status was not provided. A request was made for return of the suspect prod and a replacement was sent.